Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with corroded battery tube, broken battery tube thread, broken reservoir tube lip and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
It was reported that their insulin pump had received several replace battery alarms previously also experienced power error detected alarm. The customer¿s blood glucose level was unknown. The customer states crack is seen on the reservoir and battery compartment however; the display is readable. Sending replacement. The insulin pump will be returned for analysis.